Event description:
It was reported that during procedure a crbs polarx fit was selected for use. However, when the physician attempted to enter the right inferior pulmonary vein (ripv) using the polarx fit, there was resistance to pushing the catheter. The cryo machine again showed a system abnormality and blood was still flowing back to the machine, so he exited the polarx fit test again and found that the balloon had ruptured. The procedure was cancelled. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visible blood was seen inside the balloon as received. The outer balloon was inspected to determine the cause of the blood in the balloon region. A hole in the balloon was observed in between the inner and outer balloon proximal bonds. The nature of the hole is consistent with having something "dig" into the balloon. It is likely that a polarsheath was used during the procedure and may have dug into the balloon during the procedure. The polarsheath was not returned. Due to not being able to analyze the polarsheath with the returned polarx catheter the cause of the hole could not be established.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure a crbs polarx fit was selected for use. However, when the physician attempted to enter the right inferior pulmonary vein (ripv) using the polarx fit, there was resistance to pushing the catheter. The cryo machine again showed a system abnormality and blood was still flowing back to the machine, so he exited the polarx fit test again and found that the balloon had ruptured. The procedure was cancelled. No patient complications were reported.the device is expected to be returned for laboratory analysis.